Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: (B)(4) 2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the front bezel and the issue was resolved. The unit passed required testing.

Event description:
It was reported that the customer had difficulty turning the unit both on and off. There was no patient involvement. The event date was not specified; estimate used.